Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported being hospitalized with high blood glucose reading of hi due to unclearable e4 (occlusion error). Caller was treated with an IV insulin drip. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.